Event description:
The customer reported that there was a fast stop activated error message. This error will cause the system to lock up and have to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.